Event description:
It was reported that the customer was trying to change their site and reservoir when they received a motor error alarm. Customer stated that the motor error alarm keeps recurring. Customer's blood glucose level was 94 mg/dl. Customer cleared the alarm and stated that all their settings changed to factory settings. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked reservoir tube.